Event description:
It was reported that the stimulation was in the wrong location. It was noted that since implant the patient had not been able to get stimulation to her lower back. It was noted that the patient¿s ¿l2 was crushed and she was dying and the stimulator worked great on the legs but it did not touch the patient¿s lower back which was where the patient needed it the most.¿ it was noted that the manufacturing representative had been working with the patient but could not get stimulation above the legs. It was noted that they had been working on it since (B)(6) 2014 and they found that out that one of the wires was broke so they had to redo it again in march or april. It was noted that the patient was just trying to get some relief in the lower back. The patient reported that she never had therapeutic effect. Additional information received reported that the manufacturing representative learned of the patients needed for reprogramming approximately 5 days before the event was initially reported. It was noted that the manufacturing representative saw the patient on the day prior to report for reprogramming. It was noted that the patient had many underlying comorbidities that were contributing to her pain. It was noted that the lead was in a very good position. Additional information received reported that the lead revision was done on (B)(6) 2014. It was noted that there was no breakage or problem with the lead that was removed. It was noted that the new lead was used to try and obtain better stimulation for relief of the patient¿s pain. It was noted that the patient had very bad back disease and had nerve damage from previous surgeries. It was noted that the revision was an attempt by the surgeon to provide the patient with better relief of symptoms. It was noted that there were no problems with the products.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).